Event description:
It was reported that patient experienced ineffective therapy after two falls. Reprogramming was attempted to no avail. Both leads had high impedances. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.